Event description:
Patient here for an aortic valve replacement. In operating room - heart lung machine primed and ready for bypass, upon starting bypass, it was noted by perfusionist that blood flow was dropping and was unable to maintain proper flow was dropping and was unable to maintain proper flow level, re-cannulation was performed. Continued low flow. Replaced oxygenator and centrifugal cone. Flow resumed to normal level and procedure completed.